Event description:
The customer stated an architect i2000sr analyzer generated a false elevated cyclosporine result for one patient sample. The analyzer generated a cyclosporine result of 350 ng/ml for a patient who had generated a previous result of 140 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of cyclosporine reagent lot 22639m500 and acceptance criteria was met. Tracking and trending identified no adverse trends related to the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.